Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to change the pump supplies, the customer received messaging to repeat the load process. The customer's blood glucose level was not impacted. Reportedly, the customer resumed insulin after completing the load process again.